Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that testing was carried out in the clinic in 2009 which confirmed that the device has malfunctioned. The pt is multi-handicapped and a non-user for three years. Explantation is not planned for the moment as the pt is a non-user. On a yearly basis, resonance frequency will be measured.